Event description:
A us distributor returned charger sn (B)(4) to report that the charger would not power on and that it was smoking.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on/charger smoking) was confirmed. As received, the charger/modem would not power on with the associated ac/dc power supply. However, it was confirmed that the charger/modem would power on and was able to charge a battery pack with a known good ac/dc power supply. The issue was isolated to the suspect ac/dc power supply. Initial evaluation revealed rust around the ac/dc power supply connector which attachés to the charger/modem and at the ac/dc power supply unit molding. Upon opening the ac/dc power supply, there was evidence of liquid contamination throughout the unit. Specifically, the power output transistors were charred. The cause of the inability to power on is liquid contamination. The cause of the smoke is the damage to the power output transistors. The root cause of the liquid contamination cannot be positively identified but appears to be a result of liquid ingress. No adverse event resulted from the contaminated charger/modem.